Event description:
It was reported that the patient had a loss of therapeutic effect. The patient got an out of regulation (oor) error code when she was trying to turn up stim. The patient was at 1.7v and program 3 when she got the oor message. The patient was able to increase to 3 or 4 earlier. The patient mentioned, she was able to go as high as 10. The therapy was implanted to address the pain in her right leg. The patient got good result from the trial. The patient was in for reprogramming yesterday ((B)(6) 2012) - 2 hours long. The patient stated there were problems with the sensors moving around in her spinal space. The patient 1st stated, it was the implants moving around and the patient service clarified that it was the leads they think might have moved. The patient felt nothing worked and she was not getting any coverage. The patient got great coverage when she was standing but when she sat down she lost it. The patient had stim on program c because that was the only program she got relief form when she was laying down on back. At time of call the patient was on program c ata 1.7v and reported feeling no stim. The patient switched to program a and reported getting relief at end of call. The patient was on program a for the first week because the other programs hurt her back. Additional information indicated that the patient had an x-ray (on (B)(6) 2012) which found the lead dislodgement/migration. A revision was performed on (B)(6) 2012. Following the revision, a reprogramming was performed as well. The patient was receiving excellent coverage post revision. The patient didn't require hospitalization due to the event.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type lead product ID, 37744 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3550-39 lot# n345204 serial#, implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).